Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported peak glucose of 339 mg/dl and prolonged time above range for approximately four hours, during which the user contacted support to change the infusion set and successfully primed the tubing and cannula; the user attributed the event to not using a meal announcement for a high-carbohydrate meal, and the ilet alerted for high glucose. Symptoms included thirst. Outcomes included no need for medical intervention and non-medical assistance from family members provided out of kindness. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed no device alarms or malfunctions were reported and the event was consistent with hyperglycemia where the cause was not definitively established. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.